Event description:
The customer reported that the inverse was blocked. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the that the motor has the pressure pin broken, possibly because of the excessive force and/or incorrect movements in the procedure where there is a load excess near the bushing and afterwards the break of the pressure pin and even the kit deformation. Parts were replaced. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.